Event description:
Soon after I got essure, I bled for a year straight. My doctor told me that was normal for essure. Since then, I have had to go to the emergency room several times for pain and constant heavy bleeding. The doctor said I was fine, but I'm quite sure I'm not. Recently, I have had constant headaches from the time I wake up until I go to sleep.